Manufacturer narrative:
(B)(4): the complainant was unable to report the upn and lot number; therefore the manufacture date and expiration date are unknown. However the complainant stated that the device was used prior to the expiration date. A visual and functional examination of the complaint device could not be performed since the device was not returned for analysis. A device history record (DHR) and a review of similar complaints could not be performed as the device upn and lot number is unknown. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label. Recurrent dysphagia and stent migration are listed in the dfu for this product as potential post-stent placement complications related to the use of this device. Based on the evaluation conducted and the details of the complaint, the most probable root cause is anticipated procedural complication.

Event description:
It was reported to boston scientific corporation that an ultraflex partially covered esophageal stent (18mm) was used during an esophageal stent placement procedure within the esophagus of a patient with a malignant stricture on (B)(6), 2011. According to the complainant, on (B)(6), 2011, the stent was successfully implanted with no complications. A few weeks post procedure, the patient presented with dysphagia. The physician placed an endoscope and noticed that the stent had migrated into the stomach and removed the stent. On (B)(6), 2011, the physician implanted a 23mm ultraflex esophageal stent. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be fine.